Event description:
It was reported that during the surgical procedure, the tip of the clip applier instrument broke when the customer attempted to move the stabilizer with the instrument. The broken tip was not retrieved and the planned surgical procedure was completed with a replacement instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one of the instrument tips was broken off. It was determined that user error contributed the reported failure mode when the user attempted to move the stabilizer with the instrument. The instructions for use specifically states: caution: endoscopic instruments are designed and manufactured for a specific surgical function. Use of an instrument for task other than the instrument's designed use may result in a damaged or broken instrument.